Event description:
During a lap hysterectomy procedure, the blade tip broke off the instrument and fell into the patient. The piece was recovered, another instrument opened and the procedure completed without incident. There was no reported patient consequence.